Manufacturer narrative:
(B)(4).

Event description:
It was reported that a premature transmitter battery countdown occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, a transmitter error was found in connection to the reported allegation. The reported event of a premature transmitter battery countdown is reportable based on the finding of a transmitter error. No injury or medical intervention was reported.